Event description:
Pt's family member called alleging that pt's one touch basic meter was giving inaccurately low results. Pt got a reading of 55mg/dl. Pt then ate food and drank a beverage. Pt went to visit physician 30 mins later on a regular visit, and was tested on doctor's meter with a result of 160mg/dl. Pt was rushed to the hospital from the doctor's office since "pt did not feel ok". Unk if pt was treated at the emergency room. Sending letter.